Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The device recommended replacement time (rrt) alert was triggered on (B)(6) 2015. The daily battery trend data shows a gradual rise of the battery impedance. The premature rrt alert was triggered without corresponding battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an early recommended replacement time (rrt) alert was triggered by the implantable cardiac monitor (icm). The device remains implanted and in use. No patient complications have been reported as a result of this event.